Manufacturer narrative:
A review of the manufacturing records is being conducted.

Event description:
On (B)(6), 2011, this patient with a 64 degree angle proximal aortic neck, and very tortuous and calcified femoral and iliac arteries was being treated with the gore excluder aaa endoprosthesis featuring gore c3 delivery system. As reported to gore, the iliac arteries would not straighten with placement of the lunderquist wire, and access through the femoral arteries was poor with significant bleeding. The gore dryseal sheath was unable to reach the contralateral gate and the contralateral leg component was advanced outside of the sheath. The physician experienced difficulty inserting the contralateral leg component into the contralateral gate as the proximal end of the device was catching on the contralateral gate. At this time, the distal end of the constrained contralateral leg component was catching on the proximal end of the gore dryseal sheath. The device was eventually inserted into the contralateral gate and during deployment, the deployment line broke leaving the last 5 cm of the device undeployed. The remainder of the device self deployed and the procedure ended. Completion angiography demonstrated good apposition and no endoleaks, however, later that day, the patient's aorta dissected retrograde to the thoracic aorta. The patient ultimately expired.